Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00381: driver.

Event description:
An acutrak 2 micro screw was being implanted in the scaphoid. While driving the screw, the cannulated driver tip broke off in the screw head and could not be removed. Surgery was delayed by 30 minutes.